Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips were dropping when the device was fired. Another device was used to complete the case. There was no consequence to the patient.